Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 144 mg/dl. Customer reports they did not receive a sensor updating alert and calibration not accepted alert. Customer does wish to test transmitter. Customer was able to run test on transmitter. Assisted in performing test on transmitter and test passed. The insulin pump will not be returned for analysis.